Event description:
It was reported that during an unspecified procedure, the distal end of the demo probe broke. It was also noted that the teflon pad was damaged. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found a burnt mark at the distal end of the probe and the device was broken. The probe was sent to the original equipment manufacturer (OEM) for further analysis. The OEM evaluation confirmed the reported incident. It was observed that the teflon jaw of the grasping section showed wear due to a continuous activation of ultrasonic output.